Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reset the bluetooth, remove all other connected bluetooth devices, and start a new sensor session. No additional patient or event information is available.